Event description:
It was reported that the device was found in backup vvi mode while upgrading firmware for st-monitoring. Loss of telemetry contact during the upgrade lead to backup vvi. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.